Event description:
It was reported that during a nephrectomy procedure there were two devices used in the procedure. The devices were dropped off in the materials area with a note: the first device would not fire and the handle broke. The second device partially fired, they did not report how the case was completed. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle additional information was requested and the following was obtained: on what tissue type was the device used? Kidney at what location on the tissue? Renal hilum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? Ets45. What color cartridge was being used? White. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? None would not fire. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, she could not fire the device. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? They never left their original position. Was there any difficulty removing the device from the tissue? No the analysis results found that the device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/8 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no damage on handle was noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.